Manufacturer narrative:
(B)(4). The device history records for the reported lot number were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
On (B)(6) 2011, the case was reported as: pt had excessive swelling and was treated with steroids and the swelling subsided at day 3. The pt is very pleased with his radiesse treatment. On (B)(6) 2011, further info was received that the pt had been previously injected with one 1.5cc syringe of radiesse on (B)(6) 2011 (with no adverse event). On (B)(6) 2011, the pt was injected with radiesse at 11am in the nfls on the right cheek bone. After one hr of wheezing the pt had swelling at 1pm. By 4pm the pt's face was swollen and (B)(6) went to the pt's home. The pt was taken to the hosp emergency room (ER). (B)(6) reported that the pt had severe angio edema. The pt was given steroids in the ER. The pt was discharged from the hosp on (B)(6) 2011 and the swelling took three days to settle down. On (B)(6) 2011, (B)(6) provided the name and dose of the steroid - prednisone 50mg, 1 dose. The discharge notation was that the pt completely recovered and the pt wants more radiesse. The physician was asked for his opinion of the event being related or not related to the radiesse. He stated he was not sure as two weeks prior he had injected the pt (with radiesse). He was further asked for his opinion of related, not related or unk and he stated unk. On (B)(6) 2011, (B)(6) was asked if the severe angio edema was left untreated, would that have led to permanent impairment of a body function of permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent damage. He stated I don't know. I can't tell you yes or no. I saw swelling and I had to take it seriously. On (B)(6) 2011, (B)(6) was phoned and he provided further info. He stated that this was an allergic event. He judged it to be an idiosyncratic reaction probably due to the radiesse. He stated that he did not know the role that lidocaine had in this event, but that the pt had lidocaine injections before, not only for the (B)(6) administration of radiesse, but also for dental purposes. The pt did not have any other occurrences of angioedema before this event.